Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/11/2019. Signs of clinical use and evidence of blood and tissue was observed on the base of the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, but was detached at the tip. The heater wire was also observed to be slightly twisted at the center. No other visual defects were observed. Based on the returned condition of the device and the results of the investigation, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke, cut wire became partially detached from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke, cut wire became partially detached from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.